Event description:
Stryker in-touch bed, footboard display goes blank and will not come back on. These beds are designed to set up timed, auto rotation and percussion therapies. When the display goes blank the staff are unable to verify settings or do anything else with the patient programmed information or clear any exiting therapies====================== health professional's impression======================without the use of the footboard cannot see patient therapy settings, cannot change the settings, cannot change any other patient settings====================== manufacturer response for stryker patient bed, patient bed======================we have 11 of these beds. Stryker has had to replace the footboards on 6 of our 11 beds within the one year warranty period.